Manufacturer narrative:
The reported event of inadequate capture could not be confirmed. The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). Final analysis did not find any anomalies.

Event description:
It was reported that pacemaker exhibited high capture threshold leading to elevated outputs. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.